Event description:
Pt called into after the hours emergency service to report her pump will not complete the loading process as the screen freezes or goes blank. Unable to troubleshoot the pushrod screen when that is available "either." Will replace pump for sn (B)(4). The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Dose or amount: 61nkm, frequency: continuous, route: subcutaneously. Dates of use: "(B)(6) 2012" to current. Diagnosis or reason for use: pah.